Manufacturer narrative:
The reported events of elevated capture thresholds and noise were confirmed. Final analysis found external insulation abrasion at 23.0-23.9 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10350. It was reported the patient presented to the clinic for a follow up. Interrogation showed elevated capture thresholds and noise on the atrial lead. The patient was asymptomatic. The physician also noticed externalized conductors on the patient's ventricular lead. The physician explanted and replaced the atrial and ventricular leads. The patient was stable throughout.